Event description:
Fractured stent catheter during urgent left anterior descending coronary artery perutaneous revascularization. S/p two unsuccessful attempts to retrieve catheter hypotube and deployed balloon. Pt died 3 days later cardiac arrest. Cause of death: cop = cardiogenic shock, dt = myocardial infarct, dt = fractured stent catheter in left coronary artery, dt = ascvd, manner of death = accident (therapeutic complication).